Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device shows problems with the optical system like foggy vision. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the examination revealed a chemically damaged distal solder joint. There are adhering residues/deposits on the distal cover glass that have not been cleaned off, leading to negative imaging. Impact marks are visible around the distal end. The light connection socket is mechanically loose. The customer's information (foggy/always) can be confirmed. Examination of the optics available to us revealed a chemically damaged distal solder joint. Furthermore, an unknown residue/deposit adhering to the distal cover glass can be seen, which was not cleaned off during clinical reprocessing. The coating/residue leads to negative imaging (foggy). Impact marks are visible around the distal end. The light connection socket is mechanically detached. The optical shaft itself is bent. The defects/damage found are not due to a production/manufacturing defect. Likely, the damage was caused by clinical use/clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).